Event description:
It was reported that the pt was experiencing poor performance and lack of progress. The pt's device was explanted due to suspected device failure. The pt was reimplanted with another cochlear device.